Manufacturer narrative:
Continuation of d10: product ID 9735670 (serial: (B)(6)); implant date n/a; explant date n/a. Section d references the main component of the system. Other medical products in use during the event include: sw kit 9735737 stealth s8 cranial version 2.1.0 h3) onsite functional and visual examination was performed by a manufacturer representative. The system passed a system check out and was determined to be operational. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding a navigation system being used during a vertek cranial biopsy procedure. It was reported that there was a target alignment issue. The system gave a target alignment value that bounced between .6 mm and 1.7 mm without any physical movement of the setup. There was a delay of greater than 1 hour. While on the phone with the surgeon the representative had them re-define the plan, re-lock trajectory, and check the geometry error. The issue persisted. The surgeon aborted the procedure, and rescheduled.

Manufacturer narrative:
H3, h6: a software analysis was initiated. However, the software evaluation found that a probable cause was unable to be determined. Codes b01, c19, d15 are applicable to this analysis. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.